Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative h3, h4, h6- service and repair evaluation: the customer reported the it was reported that on an unknown date, the tips of screwdriver shaft star dive was rounded and worn out; the ratchet handle does not work; the single locking drill guide cannot release trigger after it was compressed; two (2) holding sleeve long for matrix were stripped and two (2) 10nm torque limiting ratchet handle were stripped or out of calibration. These instruments were found all in a box from the sales samples of the sales consultant. There was no patient involvement. The repair technician reported the item failed high during calibration testing. The cause of the issue is unknown. The item was sent to the vendor for re-calibration on (B)(6) 2019. The device will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 20. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: part # 03.620.061. Synthes lot # h500042-23. Supplier lot # h500042-23. Release to warehouse date: (B)(6) 2018. Supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the tips of screwdriver shaft star dive was rounded and worn out; the ratchet handle does not work; the single locking drill guide cannot release trigger after it was compressed; two (2) holding sleeve long for matrix were stripped and two (2) 10 nm torque limiting ratchet handle were stripped or out of calibration. These instruments were found all in a box from the sales samples of the sales consultant. There was no patient involvement. This complaint involves three (3) devices. This report is for one (1) 10 nm torque limiting ratchet handle - 6 mm hxc. This report is 1 of 3 for (B)(4).